Event description:
Customer reported "passing out" while cooking dinner. Her son called the paramedics who treated her with IV glucose, peanut butter and jelly. The paramedics told the customer her precision xtra meter was not reading accurately. No readings have been provided, despite multiple attempts to obtain this information from the customer.

Manufacturer narrative:
The meter has been returned and an investigation is in process. A follow-up report will be filed once the investigation results are available.